Event description:
Per the audiologist's report, this pt reported hearing no sound with her speech processor beginning in march 2006. A CT scan revealed that the electrode array had migrated and only 3 to 4 electrodes were still in the cochlea. The surgeon explanted the device in three months later (exact date unk) and reimplanted a new one.